Manufacturer narrative:
A part number nor lot number was not provided; therefore the sterilization and lot history records could not be reviewed.

Event description:
The user facility reported the vitrectomy cutters were stuttering, stopping and clogging. No adverse effect on patients.